Event description:
It was reported the pt complained of discomfort at the ipg site. He stated it sometimes felt like a burning sensation, but not heating. The physician plans to reposition the ipg at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.